Event description:
The manufacturer received information alleging during preventive maintenance, an error code related to the oxygen blending module was discovered in the log file. There was no harm or injury reported. The device's oxygen blending module board was replaced to address the issue. Additionally, a generic urgent reminder error code was discovered in the log file. This error code is informational. It is a notification to the user that there is a ventilator service required error active, and no specific replacement parts are required for this error message.